Event description:
It was reported that the patient presented to the hospital remotely via merlin.net on (B)(6) 2021. Review of the transmissions revealed that the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing. Programming changes were performed by the physician. The patient was stable throughout.